Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is reporting on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by customer from (B)(6): "we had an incident on l and d where they were in the wrong ccac and selected a very specific insulin program for reversing calcium channel drug overdose-in error. Although some issues occurred, in the end no harm came to the patient. The symbiq would have alerted the staff to this by asking a prompt, called a clinical note: this entry is to be used only when treating a calcium channel blocker overdose. Independent double check required for bolus and infusion doses. The sapphire does not do this. We wanted to review a few aspects of the education script with you to ensure we highlight these differences. Also, I want to formally lodge a complaint with hospira that this critical alert is not in the sapphire and that we have had our first incident because this alert is not allowed in sapphire. Delay in therapy:no, need for medical intervention:no, patient involvement: yes, human harm: no. " additional information received on (B)(6) 2016: pump's serial number is unknown, we wont be able to find the sn#. The software version installed on the pump is (B)(6).

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by customer from (B)(6): "we had an incident on l and d where they were in the wrong ccac and selected a very specific insulin program for reversing calcium channel drug overdose-in error. Although some issues occurred, in the end no harm came to the patient. The symbiq would have alerted the staff to this by asking a prompt, called a clinical note: this entry is to be used only when treating a calcium channel blocker overdose. Independent double check required for bolus and infusion doses. The sapphire does not do this. We wanted to review a few aspects of the education script with you to ensure we highlight these differences. Also, I want to formally lodge a complaint with hospira that this critical alert is not in the sapphire and that we have had our first incident because this alert is not allowed in sapphire. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Human harm: no." Additional information received on 22-feb-2016: pump's serial number is unknown, we wont be able to find the sn#. The software version installed on the pump is 13.1.